Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated that the device is not working, and it is like he does not even have an implant. No further information was provided.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) stated that the device is not working, and it is like he does not even have an implant. A revision surgery was performed in which the pump was removed and replaced. No further information was provided.